Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the no image, the cause was due to a bending of the light guide bundle, for the corrosion on the ultrasound connector, the cause was due to a leakage, and for the chipped bending section cover, the cause was damage of parts due to wear, deformation, or some kind of physical stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic bronchofibervideoscope exhibited no image, a chipped bending section cover, and corrosion on the ultrasound connector. There was no patient involvement.